Event description:
The customer reported that his blood glucose dropped from 145 mg/dl to 30 mg/dl, and the doctor recommended having the insulin pump replaced. Troubleshooting was declined, and the customer stated that he has had low glucose four times. The paramedics were called to his home, and they treated him with glucose tablets. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.